Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows a partial view of a clinician holding the sheath with dilator. The distal tip of the dilator appeared to be slightly deformed. However, the provided photo was unclear in closure view. Therefore, the investigation is confirmed for the reported dilator tip kink issue, and the investigation is inconclusive for the reported dilator tip hole issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepared for a port placement procedure using clearvue powerport, prior to the procedure, during the preparation, it was reported that the sheath was allegedly bent. It was further reported that the distal tip was found to have a kink or a hole in the dilator. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepared for a port placement procedure using clearvue powerport, prior to the procedure, during the preparation, it was reported that the sheath was allegedly bent. It was further reported that the distal tip was found to have a kink or a hole in the dilator. There was no patient contact.